Event description:
A report was received that a patient underwent a revision procedure, because, one of the leads was not working properly. The two percutaneous leads were explanted, and a paddle lead was implanted. The patient is reportedly doing well following the revision procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn for analysis as they were discarded by the medical facility. A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. This is the final report.